Manufacturer narrative:
Follow-up work was scheduled to clean the ceiling rails. The client was informed of the situation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that some ceiling rail particles come off that fall directly in the sterile area. The clinical use of the system was in use. There was no harm reported to philips.